Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving an error message on their freestyle meter and were unable to test. Customer experienced symptoms of weak legs and incontinence and called his doctor who advised him to go to the ER. Customer reports going to "a.o. Fox hospital" where he was diagnosed with hypoglycemia. The treatment used to stabilize blood sugar is unk.